Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the battery of the implantable pulse generator (ipg) ran out sooner than expected. The ipg was explanted and replaced following thirteen years service. No patient complications have been reported as a result of this event.